Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
The reporter, the pt's mother, reported that on two occasions, the pump did not record a bolus and the pt subsequently had a low blood glucose level. On (B)(6) 2011, the pt took an insulin bolus at dinner using the pump but the bolus was not recorded in the pump history. The pt's blood glucose level dropped to 33 mg/dl. The pt's mother contacted the physician for assistance/advice. On (B)(6) 2011, the pt took a bolus at lunch which was not recorded in the pump history, and afterwards her blood glucose level was tested to be 61 mg/dl. The pt administered self-treatment and did not seek medical attention. Troubleshooting revealed these two boluses were not recorded in the pump history.